Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the trocar leaked co2. It was replaced with the same product and the problem persisted. Both products leaked co2. Another like device was used to complete the procedure. There were no adverse consequences for the patient.